Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The device also had cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen were ramping up during a bolus attempt and the insulin pump alarmed button error. The customer explained that the device might have been exposed to sweat since she was wearing it inside her bra. Blood glucose value was 6.7 mmol/l. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.